Event description:
Safe flow alarm started 'flickering' on and off, after circulating fluid for around 1.5hr. The perfusionist opted to replace the level sensor before going on bypass.

Manufacturer narrative:
Sensor tested no fault could be reproduced. Sensor returned to ltd for investigation. Sensor recalibrated and firmware update by ltd.

Event description:
Safe flow alarm started 'flickering' on and off, after circulating fluid for around 1.5hr. The perfusionist opted to replace the level sensor before going on bypass.